Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen shows an unlocked lock icon without the customer's interaction. Additionally, the touch screen locks when the customer presses on the unlocked icon. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.